Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. The faulty charge-coupled device (ccd) unit possibly triggered no image, but the cause of the fault could not be identified.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. Additionally, no image was presented due to the faulty charge-coupled device unit.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high definition autoclavable camera head had a slice in the cord. The issue was found during preparation for use. The intended procedure was completed with another device. No other devices were involved in the event and no other devices were replaced. There was no surgical delay and no patient harm reported. During the evaluation of the device, it was noted the charge-coupled device unit was faulty. This report is to capture the reportable malfunction of the faulty charge-coupled device unit noted at estimation.